Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced filter/mufflers, pim, compressor, drive manifold and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump cannot pass leak test.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,b6,b7,d10,h6(clinical & impact)

Event description:
It was reported that during routine checks, the cardiosave intra-aortic balloon pump unit is not passing leak testing. There was no patient involvement.